Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01450; 509-00-032, s808 - infection, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient complained of pain in shoulder. Images were taken and it was decided to revise with the belief patient was infected.